Manufacturer narrative:
During routine check by hospital biomed, the customer found that the safety disk to be loosely attached to pump. A getinge field service engineer (fse) went to evaluate the iabp unit, and found that the block guides were broken. To fix the issue, the fse replaced block guides, and then the unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check performed by the customer, it was found, that the cs300 intra-aortic balloon pump (iabp) had the block guides were broken. There was no patient involvement, and no adverse event reported.